Manufacturer narrative:
Philips service was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the service quote, and no work order was generated. It was reported that the customer solved the problem by himself, and the device returned to normal. No further information was provided. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting error code 111b (post) check vent: 35v supply failed; and error code1115 check vent: aux alarm supply failed messages. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.